Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead was implanted and under fluoroscopic image it was confirmed the helix was extended. Lead dislodgement occurred and the location was changed three times and the screw was extended and retracted for repositioning. As a result, it became unable to extend the helix. The lead was removed and pinch-on tools were operated to extend and retract the screw of the lead outside the patient body. But it failed to extend the screw, and something like cardiac muscle tissue was noted at the screw storing place. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.